Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("excessive bleeding") and pelvic infection ("infections") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic infection (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (essure removal and bilateral salpingectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, pelvic infection, abdominal pain, dyspareunia and procedural pain was resolving. The reporter considered pelvic pain, genital haemorrhage, pelvic infection, abdominal pain, dyspareunia and procedural pain to be related to essure. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain, excessive bleeding (interpreted as genital bleeding), and infections (interpreted as pelvic infection), whereupon she underwent essure removal and bilateral salpingectomy 2 weeks after insertion. Pelvic pain, genital bleeding, and pelvic infection, serious due to medical significance, are anticipated in the reference safety information of essure. This report provided limited information, however, as the above events can occur during the use of essure and no alternative explanations were reported, and also in consideration of the close temporal relationship with the insertion procedure, a causality of the essure micro-inserts cannot be excluded (related). Other events, non-serious, were reported in addition. The case was classified as incident because of device removal. A product technical analysis is awaited. Follow-up information is expected only through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device- location of device:pelvic inlet"), pelvic pain ("pelvic pain/pain from migrated essure device"), pelvic infection ("infections/pelvic infection"), autoimmune disorder ("autoimmune disorder") and genital haemorrhage ("excessive bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test." And device use issue "3 essure devices instead of 2". The patient's previously administered products included for an unreported indication: depo provera. In 2015, the patient experienced dyspareunia ("pain during intercourse"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), procedural pain ("painful post-operative recovery"), constipation ("large stool burden"), flank pain ("right flank pain"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with ibuprofen, surgery (hysterectomy (full)/ salpingectomy (bilateral removal of fallopian tubes),), surgery (essure removal and bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation had resolved, the pelvic pain, pelvic infection, genital haemorrhage, abdominal pain, dyspareunia, procedural pain and vaginal discharge was resolving and the autoimmune disorder, migraine, headache, constipation, flank pain, dysmenorrhoea, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, constipation, device dislocation, dysmenorrhoea, dyspareunia, flank pain, genital haemorrhage, headache, migraine, pelvic infection, pelvic pain, procedural pain, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: 3 essure devices instead of 2, 2 on right 1 on left. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: stool in belly (B)(6) 2015. On (B)(6) 2015, ultrasound scan vagina revealed there was a single 3.4 x 0.5 x 3.5 cm hypoechoic lesion along the anterior endometrial cavity. There was echogenic focus in the uterine cornue compatible with one of the essure device. The positioning of the essure wire in the right adnexa was concerning for malposition. Single sub centimeter lesion along the endometrial cavity may represent a submucosal fibroid or polyp. On transabdominal and transvaginal scanning, the uterus is anteverted in position. The uterus measures 8.1 x 4.0 x 5.1 cm. There is a single 0.4 x 0.5 x 0.5 cm hypoechoic lesion along the anterior endometrial cavity. There is echogenic focus in the uterine cornua, compatible with one of the essure devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: update of quality-safety evaluation of ptc( FDA code update). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain from migrated essure device"), device dislocation ("migration of essure device- location of device:pelvic inlet"), pelvic infection ("infections/pelvic infection"), autoimmune disorder ("autoimmune disorder") and genital haemorrhage ("excessive bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test.". The patient's previously administered products included for an unreported indication: depo provera. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), procedural pain ("painful post-operative recovery"), migraine ("migraines"), headache ("headaches"), constipation ("large stool burden"), flank pain ("right flank pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with ibuprofen, surgery (essure removal and bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic infection, genital haemorrhage, abdominal pain, dyspareunia and procedural pain was resolving and the device dislocation, autoimmune disorder, migraine, headache, constipation, flank pain, dysmenorrhoea, vaginal discharge, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, constipation, device dislocation, dysmenorrhoea, dyspareunia, flank pain, genital haemorrhage, headache, migraine, pelvic infection, pelvic pain, procedural pain, vaginal discharge, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: stool in belly (B)(6) 2015 quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received. Reporter and patient demographic added. The following events were provided: autoimmune disorder, migraines, headaches, large stool burden, flank pain, dysmenorrhea, vaginal discharge, weight gain, weight loss, she did not underwent essure confirmation test. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device- location of device:pelvic inlet"), pelvic pain ("pelvic pain/pain from migrated essure device"), pelvic infection ("infections/pelvic infection"), autoimmune disorder ("autoimmune disorder") and genital haemorrhage ("excessive bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test." And device use issue "3 essure devices instead of 2". The patient's previously administered products included for an unreported indication: depo provera. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), procedural pain ("painful post-operative recovery"), migraine ("migraines"), headache ("headaches"), constipation ("large stool burden"), flank pain ("right flank pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with ibuprofen, surgery (hysterectomy (full)/ salpingectomy (bilateral removal of fallopian tubes),), surgery (essure removal and bilateral salpingectomy on (B)(6) 2015).essure was removed on (B)(6) 2015. At the time of the report, the device dislocation had resolved, the pelvic pain, pelvic infection, genital haemorrhage, abdominal pain, dyspareunia, procedural pain and vaginal discharge was resolving and the autoimmune disorder, migraine, headache, constipation, flank pain, dysmenorrhoea, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, constipation, device dislocation, dysmenorrhoea, dyspareunia, flank pain, genital haemorrhage, headache, migraine, pelvic infection, pelvic pain, procedural pain, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: 3 essure devices instead of 2, 2 on right 1 on left . Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: stool in belly (B)(6) 2015. On (B)(6) 2015, ultrasound scan vagina revealed there was a single 3.4 x 0.5 x 3.5 cm hypoechoic lesion along the anterior endometrial cavity. There was echogenic focus in the uterine cornue compatible with one of the essure device. The positioning of the essure wire in the right adnexa was concerning for malposition. Single sub centimeter lesion along the endometrial cavity may represent a submucosal fibroid or polyp. On transabdominal and transvaginal scanning, the uterus is anteverted in position. The uterus measures 8.1 x 4.0 x 5.1 cm. There is a single 0.4 x 0.5 x 0.5 cm hypoechoic lesion along the anterior endometrial cavity. There is echogenic focus in the uterine cornua, compatible with one of the essure devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain from migrated essure device"), device dislocation ("migration of essure device- location of device:pelvic inlet"), pelvic infection ("infections/pelvic infection"), autoimmune disorder ("autoimmune disorder") and genital haemorrhage ("excessive bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test." And device use issue "3 essure devices instead of 2". The patient's previously administered products included for an unreported indication: depo provera. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), procedural pain ("painful post-operative recovery"), migraine ("migraines"), headache ("headaches"), constipation ("large stool burden"), flank pain ("right flank pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with ibuprofen, surgery (essure removal and bilateral salpingectomy on (B)(6) 2015), surgery (hysterectomy (full)/ salpingectomy (bilateral removal of fallopian tubes),) and surgery (essure removal and bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic infection, genital haemorrhage, abdominal pain, dyspareunia, procedural pain and vaginal discharge was resolving, the device dislocation had resolved and the autoimmune disorder, migraine, headache, constipation, flank pain, dysmenorrhoea, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, constipation, device dislocation, dysmenorrhoea, dyspareunia, flank pain, genital haemorrhage, headache, migraine, pelvic infection, pelvic pain, procedural pain, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: 3 essure devices instead of 2, 2 on right 1 on left diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: stool in belly (B)(6) 2015 on(B)(6) 2015, ultrasound scan vagina revealed there was a single 3.4 x 0.5 x 3.5 cm hypoechoic lesion along the anterior endometrial cavity. There was echogenic focus in the uterine cornua compatible with one of the essure device. The positioning of the essure wire in the right adnexa was concerning for malposition. Single sub centimeter lesion along the endometrial cavity may represent a submucosal fibroid or polyp. On transabdominal and transvaginal scanning, the uterus is anteverted in position. The uterus measures 8.1 x 4.0 x 5.1 cm. There is a single 0.4 x 0.5 x 0.5 cm hypoechoic lesion along the anterior endometrial cavity. There is echogenic focus in the uterine cornua, compatible with one of the essure devices. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter information updated, event outcome for event vagianal discharge updated from unknown to recovering / resolving and for device dislocation from unknown to recovered / resolved, event added :- 3 essure devices instead of 2 incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain, excessive bleeding (interpreted as genital bleeding), and infections (interpreted as pelvic infection), whereupon she underwent essure removal and bilateral salpingectomy 2 weeks after insertion. Pelvic pain, genital bleeding, and pelvic infection, serious due to medical significance, are anticipated in the reference safety information of essure. This report provided limited information, however, as the above events can occur during the use of essure and no alternative explanations were reported, and also in consideration of the close temporal relationship with the insertion procedure, a causality of the essure micro-inserts cannot be excluded (related). Other events, non-serious, were reported in addition. The case was classified as incident because of device removal. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.